Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: on investigation, the battery cap was placed on the pump and noted to fit securely. The pump powered on per normal operation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. The reporter denied any damages to the battery compartment or the cap. The reporter denied any moisture in the pump. It was alleged, that the cap was able to be secured to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.